Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an ipg replacement on (B)(6) 2024 (related manufacturer report: 3006705815-2024-03202) both leads exhibited high impedances and unable to provide effective therapy. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted ad replaced with new leads. Reportedly, effective therapy was restored.